Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device shows the depth gage lock and depth limiter tube has been removed from the insertion device. The needle is bent and the distal end has been broken where it transitions in diameter. No ts or suture remain on the insertion needle or were returned for evaluation. Reported complaint of t2 non-deployment cannot be confirmed. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
T2 non-deployment it was reported that t2 failed to deploy from the fast-fix 360 curved. Both implants were removed from the patient. A delay of less than 30 minutes occurred and no patient impact. A backup was used to complete the procedure.